Event description:
It was reported that a patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s right breast prosthesis was diagnosed via ultrasound. The ultrasound results also indicated a hypoechoic mass that appears avascular as well as calcification. As a result, the patient is scheduled to undergo explantation.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. D6b explantation date: (B)(6) 2026. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-jun-2026, the mentor failure analysis lab received the device for evaluation. On 29-jun-2026, mentor completed its investigation on the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation, where a thorough investigation was conducted. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. The contralateral device was also received (lot number 6630380). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On 27-may-2026, mentor received additional information about the event:- the patient¿s breast prostheses were removed intact. Block b1 ¿is product problem¿ no longer applies to this report nor does h6 medical device problem code material rupture (a0412).- the patient¿s explanted breast prostheses were replaced with mentor memorygel boost breast implant gel breast prostheses.manufacturer¿s reference number: (B)(4)